Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error displayed on the screen and had a broken force sensor was detected during seating or regular delivery. Customer's blood glucose value was 200 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer also reported that the insulin pump was exposed to moisture. Customer stated that the insulin pump was not dropped or bumped. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and pump error 35 due to corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors.device received with corroded battery tube and battery tube spring. Device received with moisture damage on force sensor assembly and severe corrosion on electronic board stack.